Event description:
It was reported that patient was revised the same day due to acetabular cup loosening and migration. Operative report notes post x-ray after revealed cup position at 65 degrees which was not where it was placed during surgery. Dislocation of the hip showed the cup had moved between surgical case and recovery room. Removed head, liner, stem, cup, and two screws. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated d11: part: 110024462, lot: 703990, part: 00877502802, lot: 3013032, part: 574202030, lot: 3018474, part: unk, unk 25mm screw, lot: unk, part: unk, unk 25mm screw, lot: unk.

Manufacturer narrative:
Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical record review identified: that the surgeon discovered upon xray review that the cup position was at 65 degrees, which was not where it was placed during initial surgery. During revision surgery, when the hip was dislocated, it was clear the cup was moving and had moved between surgical case and recovery room. Cup and two screws were removed. Removed stem, placed in irrisept soak during the case and then re-implanted. Acetabular reamed from 51mm to 52mm and larger cup was placed along with four screws. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 110024462, lot: 703990; part: 00877502802, lot: 3013032; part: 574202030, lot: 3018474.

Event description:
It was reported that patient underwent left total hip arthroplasty and subsequently, was revised the same day due to acetabular cup loosening and migration. Attempts have been made and no further information has been provided.